Event description:
During manufacturer review of the published journal article titled "surgical complications of epilepsy surgery procedures: experience of 179 procedures in a single institute" (2008), it was noted a vns patient had "a minor complication" following vns implant. Follow-up with the author revealed the patient had a superficial wound infection at the axilla. No interventions were performed and the infection resolved. The infection was first noted in 1999. The cause of the infection was patient interaction with the incision site. No contributory medication changes preceded the infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Article citation: journal of korean neurosurgery society, 2008; 44:234-239, "surgical complications of epilepsy surgery procedures: experience of 179 procedures in a single institute". Lee, jh, et al.